Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that during the primary surgery, the drill bit broke in half while drilling through the sizer block. The doctor removed the drill bit piece. No adverse consequence to the patient.